Event description:
Good faith attempts for additional information have been unsuccessful to date.

Event description:
During review of programming history it was observed that there was a generator diagnostic that turned the patient's generator off during surgery. This is not a malfunction as a generator diagnostics is intended to change the generator to specific settings. The patient had their generator turned on prior to the generator diagnostic. There were two interrogations that showed that the patient settings were different than what and been programming and the output current was 0 ma so it is unclear if the surgeon intentionally left the patient at those settings or if the patient had a loss of intended therapy due to not being programming on.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
The initial report inadvertently did not include that good faith attempts for additional information have been unsuccessful to date.